Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that within a week of receiving the implant that they had started having accidents again. The patient reported that they did have their follow up appointment with their health care physician (hcp) and that they had made a phone call to the hcp however said that they were frustrated with the lack of support. The patient stated that it was much better during the trial. The patient said that they did have another appointment with their hcp on (B)(6) 2020 and the patient reported that the hcp had suggested that the patient try botox. The patient reported that since then they had been making slight adjustments and that it would work nicely for a stretch and then it wouldn't work again. The patient reported that they had urge incontinence. Therapy information was reviewed as well as general programming guidance. The patient was going to call back when they returned from vacation to receive instructions on how to switch programs. Patient services also reviewed the importance for being aware of how different foods/beverages may affect the patient's bladder and suggested that the patient review resources. Additional information was received from the patient. They reported that they figured out how to increase the amplitude and went up to 4.9 and it became uncomfortable and felt like an ache, but sometimes they felt nothing and they still had leaks often and woke up many times during the night; 3-4 times or more. Sometimes they felt a fluttering in their back at the waist level, near the ins and sometimes that area itched. There was no redness or warmth and the patient noted no falls/traumas. It was reviewed how to change from program 1 to program 2 and adjust amplitude to a comfortable level. They were going to monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they don't think the device has been successful. They still have a terrible time with urgency, wear depends, and have lots and lots of leaks and trips to the bathroom. They had tried all 7 programs, and none of them helped with their symptoms. Their symptoms are pretty good for about a day after switching programs, then the next day they are back to the same. They recently switched from program 7 to program 1 and had had some good days, but also some terrible days. It was noted that they would be seeing their family doctor on (B)(6) 2021.

Event description:
Additional information was received from the patient. They reported that they were not seeing any improvement at all, they were up often at night and had a lot of urges during the day as well. They increased the amplitude on the call from 1.5 to 2.1 volts on program 2. They were going to monitor symptom at that setting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.